Event description:
The homecare provider (hcp) reported the following: (1) a pt woke in the middle of the night due to a hissing noise coming from the c41. (2) the pt stated liquid oxygen (lox) was coming from the quick connect so he used a key to depress the poppet in the quick connect in an attempt to stop the leak, which resulted in more lox leaking out. (3) the pt received minor blisters to his hand but did not seek medical attention. The hcp has quarantined the c41 since the reported incident.